Manufacturer narrative:
(B)(4)

Event description:
The customer's mother stated that when testing her son she obtained the results of 5.0 inr, 4.1 inr, and 6.4 inr. The customer's mother stated these results were taken 15 minutes apart and were both obtained on the coaguchek xs meter (serial number (B)(4)). The son had taken one dose of amoxiclav on friday ((B)(6) 2016) because "he had a viral infection but got better." It was stated that it is not known if the customer has an autoimmune disease. The mother stated she did not know of any condition that her son had that would affect the inr. The son's therapeutic range is 2-3 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 233088-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention material complies with the specification.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The customer did not return the product.